Event description:
It was reported that during a video gastroplasty procedure, during the first firing, the staple line opened. The staples were malformed. It was necessary to replace it to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.